Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed a service code 205. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a flash test. The cause of the flash test failure has been isolated to an intermittent connection at pin 25 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the fractured solder connection. The last patient to use this monitor did not report any deficiencies.